Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt is experiencing uncomfortable stimulation in his abdomen. Reprogramming was unable to resolve this issue. X-rays are to be taken and surgical intervention will also be taken at a later date to address this issue.